Event description:
The customer contact reported an operator error in programming the device which resulted in the pt receiving more medication than intended. The pump was programmed to deliver heparin (25000u/500ml) at a rate of 500ml/hr instead of the intended rate of 250ml/hr and the delivery was started. After approx 1 hour, a nurse found the heparin container was nearly empty. The delivery was stopped. The physician was notified and unspecified blood tests were drawn; however the results were not provided. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical interventions were required. The device was removed from clinical service. Though requested, no add'l info was provided.